Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use the ht70 ventilator backup battery failure was generated. Ventilation didn't stop. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.